Manufacturer narrative:
The test reservoir does not lock in place and unable to verify insulin flow blocked alarm and perform the displacement test due to missing retainer. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported the clear plastic ring is dangling and receiving insulin flow blocked alarm. The customer did troubleshoot the issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.